Manufacturer narrative:
Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that there was a problem with the cmos battery in the system pc. The cmos battery was replaced and a system checkout was performed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system boot up failed. There was no patient present when this issue was identified.